Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system the machine screen displays as out of service. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.